Manufacturer narrative:
The insulin pump was received with currents within specification and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer cleared the alarm. However, the insulin pump alarmed failed battery test again after inserting a new battery. Customer's blood glucose level was 85 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.